Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was tightening a set cap with the expedium di castle torque tightener and the instrument appeared to slip off. When the surgeon then went to the next set cap to final tighten, he was unable to seat the torque tightener into that cap. He pulled the torque tightener out to look at it and realized the teeth that capture and engage the set cap had broken off from the instrument. The driver has four teeth and two teeth were recovered. Sales rep reports it is unknown whether the other two were left in the patient as no other pieces were found. He reports it cannot be determined with 100% certainty that all four teeth were on the driver prior to use.

Manufacturer narrative:
The expedium di castle torque tightener was returned for evaluation. Visual inspection revealed that the 4 lugs had fractured. No other anomalies were noted on the device. Scanning electron microscopy (sem) found evidence of plastic deformation indicative of a static shear failure. The plastically deformed material is consistent with the direction of tightening and the potential failure mode. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium dual innie castle nut torque tightener was performed on the tightener¿s specific product code as no product family exists for this instrument and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot be determined from the sample and the information provided. A potential root cause is static shear failure due to unexpectedly high forces placed on the driver. No corrective and preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.